Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device was archived and a replacement device was sent to the customer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.